Event description:
I was treated with a laser hair removal machine at a facility in (B)(6), tennessee, by a young female college student. The treatment was for hair removal on both of my arms. The technician who treated me appeared unfamiliar with how the machine worked. As a result, the treatment left me with burns on both arms, and my skin started peeling off about six days later. When I spoke to the owner of the facility, I was informed that the machine had been set to the wrong settings during my treatment. I later returned to the facility to take pictures of the machine and noticed there was no FDA approval notice on its label. Instead, the machine was oddly labeled as a "vacuum cleaner." I suspect this mislabeling may have been an attempt to bypass u.s. Customs regulations or FDA compliance for lower import fees. I have several questions and concerns regarding this matter, and I hope the FDA can provide guidance: FDA approval requirements: do laser hair removal machines require FDA approval, and if so, how can I determine if this particular machine is FDA-approved? Operator certification: are there specific training or certification requirements for operators of FDA-approved laser hair removal machines? If so, can you confirm what these requirements are and whether an untrained or uncertified operator using such machines violates FDA regulations? Mislabeling concerns: if the machine is mislabeled (e.g., identified as a "vacuum cleaner"), does this constitute a violation of FDA regulations? If so, what steps should be taken to address this, and what penalties might apply to the facility or manufacturer? Inspection records: does the FDA maintain records of inspections, violations, or complaints regarding this type of machine or the facility where it was used? If such information exists, is it available for public access? Safety standards: what safety standards and guidelines must FDA-approved laser hair removal machines meet to prevent burns or other injuries? Additionally, does improper use by a technician nullify the machine's compliance with FDA approval? Complaint filing: what is the process for filing a formal complaint with the FDA regarding this machine or the facility where it was used? I would like to ensure my concerns are properly documented and addressed. Faulty equipment or manufacturing origin: if the machine is faulty or imported in a way that bypasses FDA oversight, what actions should be taken to investigate its compliance and protect others from similar injuries? I hope to use this information to not only address my issue but also to ensure that proper safety measures are in place for others. Any guidance or assistance you can provide would be greatly appreciated. Newborn skin professional.